Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced unspecified complications.according to the physician, there were no complications post procedure. It was reported that six weeks post procedure, the symptoms of stress urinary incontinence were almost completely gone.all other information is unknown and unavailable.